Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of balloon rx tunnel detachment.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the black portion of the device or rx tunnel broke off and detached in the scope. This affected wire placement and the customer had to re-cannulate to gain position. The detached rx tunnel was pushed out of the scope when they went to place a 10 fr stent. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code (B)(4) captures the reportable event of balloon rx tunnel detachment. Investigation results the returned hurricane rx dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. The rx tunnel was not returned, it was detached. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of rx tunnel detachment of device or device component can be confirmed. After analysis, it was determined that the rx tunnel was not returned, it was detached. Most likely procedural factors as lesion characteristics, handling of the device, and the technique used by the physician, could have resulted in the detachment of the rx tunned during the procedure. Therefore, the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the black portion of the device or rx tunnel broke off and detached in the scope. This affected wire placement and the customer had to re-cannulate to gain position. The detached rx tunnel was pushed out of the scope when they went to place a 10 fr stent. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.